Manufacturer narrative:
Method (other) the involved device has not been return for eval and the lot number is unknown. Therefore, the investigation was limited to a review of user facility info. Although the cause of the reported event cannot be definitively determined based upon the available info, the event description is consistent with the catheter having been damaged as a result of manipulation during the procedure (such as attempting to withdraw the catheter against resistance or contact with a sharp surface). The device labeling does address the potential for such an event as in the warnings/precautions section of the instructions-for-use, which states, "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval." All available info has been forwarded to the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility medwatch report states, "the 4 french cobra glide catheter broke in half during removal over amplatz wire (the catheter was up and over from left cfa to right eia). The remaining piece of the catheter was successfully snared and removed from the pt."